Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a couple of months ago the customer's insulin pump would turn on and off and would have intermittent blank display incidents. The customer's blood glucose at the time of the phone call was 170 mg/dl. The customer stated that the insulin pump alarmed off no power without alerting low battery. The customer stated that the batteries in the insulin pump were previously used. Troubleshooting was performed and the display did not return. The customer was advised that a replacement battery cap will be sent to them. Nothing further was reported.